Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral custom lasik procedure following iol implant surgery. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00054. Postoperatively, this patient exhibited an overcorrection in the right eye. Additional information provided from the surgeon indicates the patient is accommodating the iol. An enhancement may be necessary. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery. (This would include iol implants.)

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.